Event description:
It was reported that the patient got a brief jolt when the device is put into motor testing. There were no adverse consequences to the patient related to the event. The procedure was completed using the same unit.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was received for evaluation and the device was found to be within specification.

Event description:
It was reported that the patient got a brief jolt when the device is put into motor testing. There were no adverse consequences to the patient related to the event. The procedure was completed using the same unit.

Event description:
It was reported that the patient got a brief jolt when the device is put into motor testing. There were no adverse consequences to the patient related to the event. The procedure was completed using the same unit.

Event description:
It was reported that the patient got a brief jolt when the device is put into motor testing. There were no adverse consequences to the patient related to the event. The procedure was completed using the same unit.

Manufacturer narrative:
This is not a single-use device.